Manufacturer narrative:
Section h6 codes were updated. Additional information was received. Positive pressure on delivery system by the operator caused the valve to jump ventricular during deployment. Several hours post tavr, when the patient was in their room, the ic saw the patient and heard a murmur. An echo was ordered and moderate aortic insufficiency was observed. The patient was taken to the hybrid room and tee showed the valve migrated down into the lvot and turned sideways. The native leaflets beat it down into lvot where it turned sideways. There was no issue with the valve or delivery system. The valve was pushed more ventricular within the surgical valve. The native leaflets were still functioning hitting the valve and pushing it more ventricular until it was sideways and lodged into the lvot. Per the instructions for use (IFU), valve malposition requiring intervention and valve embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition and ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, procedural factors (positive pressure on the delivery system) caused the valve malposition. Patient and procedural factors (native leaflets pushing the valve more ventricular) were likely contributing factors for the valve embolization. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During implant of a 29mm sapien 3 valve within a preexisting non edwards surgical valve in the aortic position, the valve moved ventricular. The surgical valve leaflets remained free and beat down on sapien 3 valve frame, pushing it into the lvot and rotating 90 degrees. A second 29mm sapien 3 valve was implanted surgically with conversion to open heart surgery. At the time of the report the patient was stable.

Manufacturer narrative:
The investigation is ongoing.